Manufacturer narrative:
Patient weight is unknown number 510k: this report is for two unknown cancellous screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 the patient underwent hardware removal of two (2) unknown partially threaded 4.0 cancellous screws from the medial malleolus. The patient was originally implanted on an unknown date to treat a fracture of the malleolus. The hardware was removed due to patient having post-operative pain. The two (2) unknown cancellous screws were removed whole and intact and the bone was healed. No device malfunctions occurred during the surgery. No harm was reported to the patient. No surgical delay was reported. The procedure was successfully completed. Patient outcome was reported stable. This report is for two unknown cancellous screws. This is report 1 of 1 for (B)(4).